Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was over 500 mg/dl. The customer changed the infusion set site. A bolus was delivered to address the bg level. As the site had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be determined.